Manufacturer narrative:
Evaluation summary: product inquiry states the universal rod short t2 humerus to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the universal rod had been in use for more than 10 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The thread of the universal rod is completely broken off. The appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicates a forced brittle break of the device due to over- and tensile load, most likely by bending stresses. In conjunction with the manufacturing date it could be assumed that the universal rod exceeded its life time. The IFU contains that the instruments shall be handled carefully to avoid superficial damage or alterations to the geometry. The brochure instructions for cleaning, sterilization, inspection and maintenance (l24002000) shows several examples of damage and recommends removing of such damaged products. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to rough handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the rod was broken. According the sr, during nail extraction surgery it was broken. But there was no adverse consequence to the patient.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the rod was broken. According the sr, during nail extraction surgery it was broken. But there was no adverse consequence to the patient.